Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
According to the available information, the patient had complete success with their titan for six years but the device has now stopped working. The pump flattens after three squeezes of the pump and it becomes concave. Patient has minor abdominal pain and minor swelling where the reservoir was placed during the initial surgery. Patient has scheduled an appointment with surgeon for review.